Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99046. Supplemental rationale: corrected data: b5, h6, h11. 4 previously reported events were included in this follow-up record. Product return status: 4 devices were received. Evaluation findings (results/components): 3 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: no device problem found, electrical/electronic component problem identified / transducer. Product disposition: 3 devices: serviced and returned to customer. 1 device: scrapped by stryker.

Event description:
No change.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 4 events for the failure: overheating of device. - 3 events had no health consequences or impact. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 3 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components) 3 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 3 devices: serviced and returned to customer 1 device: product disposition is not yet determined additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.